Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The patient has grown some since implant. Technical services reviewed the data and discussed the options. There were no additional adverse patient effects. The system remains implanted.